Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system, and confirmed the reported issue. The internal speaker wire was reconnected to resolve the reported issue.

Event description:
The hospital reported a malfunction causing the loss of audible alarms. There was no report of patient involvement.